Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, distal tip of the stent fell off from kidney to urethra. This issue found as the patient had fever after eswl. Through detail exam, pyelonephritis and hydrophrosis were also diagnosed.

Manufacturer narrative:
There were no other complaints found for this lot number. Checking the quality databases revealed no anomaly in connection with the described defect. Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation, which didn't reveal any anomaly recorded during production. According to the IFU : precaution: the choice of the characteristics of the stent is under the responsibility of the physician. Conclusion: the use of double loop ureteral stent has become a standard part of urological practice. For the ureteral stents made of silicone, it is important that the adequate size that fits the patient be selected to avoid antegrade migration towards the bladder. This type of medical device must only be used by trained and experienced professionals. Based on the above this complaint is not confirmed.